Event description:
It was reported that air in device occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was noted to have baseline fluid in the transverse sinus behind the laa but no baseline pericardial effusion (pe) was noted. A watchman truseal access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. As the wds was advanced into the was, air was visualized within the was via fluoroscopy. The physician halted advancement of the wds. Aspiration was performed with the manifold on the wds. No blood returned, so the wds was removed. A syringe was placed on the side port of the was and aspiration was performed until there was blood return. The was and wds were then separately flushed with heparinized saline. The pigtail catheter was inserted into the was for repositioning in the laa. The wds was inserted successfully without visualization of air. The wds was deployed and evaluated for position, anchor, size, and seal (pass) criteria. Pass criteria were successfully met and the 24mm watchman flx laa closure device was released from the core wire. Post-release transesophageal echocardiogram was performed revealing a small pe on the right side of the heart. The pe was not measured but was noted to be larger than the baseline fluid in the transverse sinus. Protamine 50 units was administered and the patient was observed. After five minutes the pe was noted to have improved. Monitoring checks continued at ten and fifteen minutes revealing the pe to remain stable. The patient had no further evidence of pe overnight and was discharged the next day.